Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the objective lens was damaged. However, the cause of the damaged objective lens was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Additional information was requested and should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that there was a crack on the ultrasound probe of the videoscope. This was discovered during reprocessing. There were no reports of patient involvement.